Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer got the pump went and alleged that there was an underlying pump issue. Reportedly, the customer experienced continuous elevated blood glucose (bg) levels of 600 (mg/dl) with ketones. Manual injections were administered to address the bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.